Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor over-infused. The expected infusion time was twenty-four hours; however, the actual infusion time was ¿not formally recorded.¿ though the patient¿s spouse/caregiver stated, ¿the infuser was running fast¿. The device was taped to the patient¿s skin with ¿tubigrip over the top.¿ the patient was afebrile; however, the nurse reported the device was in direct sunlight. The device was filled with 4800mg of benzylpenicillin diluted in 0.9% sodium chloride for a total fill volume of 240ml. The medication was administered via a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.